Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, lot# b006112n49, implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer receiving dilaudid (20 mg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted as chronic low back pain and spinal pain. It was reported that the doctor had to go back in post-implant and reattach the catheter. No symptoms were reported. It was noted the situation was resolved. It was also noted the patient recently relocated and was trying to find a doctor to fill her pump. It was later reported by the healthcare provider (hcp) that the issue with the catheter was that it was "disattached". It was noted the connector was replaced. The cause of the catheter issue was not determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.